Manufacturer narrative:
Device code: 1494 off-label use should have been included in initial medwatch report. Device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -8.50 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to observation of excessive vault and significant reduction of irido-corneal angles. This exchange resolved the problem.